Manufacturer narrative:
Initial and final MDR 1887108 - MDR 3003442380-2024-07764 - device 7 of 7

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set patch did not stick to skin upon insertion and fell off during use for 3 to 4 hours. The patient replaced infusion set and resumed insulin successfully. No further information available